Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had their therapy off over the weekend because it became so painful that they started bleeding. Patient said they couldn't sit or lay on their left side and all they did was lay on saturday night and into the morning. Patient called their child who told them to turn therapy off, and when they turned therapy off the pain immediately went away. Patient said they had not spoken to their follow up healthcare provider (hcp) about the pain. During the call, the patient was able to connect to their settings and decrease their stimulation to a comfortable level. The patient was redirected to their hcp to further address the issue. Additional information was received from the patient. The patient stated that they were having problems with the stimulator and anytime they got a wash around their wash machine or refrigerator it would shock them. Patient stated they relayed all of this to their doctor and they had not heard back from them. Agent asked patient what was the cause of needing to turn the therapy off over that weekend, patient answered it was because it became so painful and they bleed. Patient confirmed they did not have a fall or trauma and that all the day before and the day that this happened they laid in the bed because every time they got up it felt like they were in labor. Patient mentioned they spoke with manufacturer representative (rep) that day and they told them they may need to go to the urgent care. Patient did not go to urgent care because they wanted to try to resolve it at home on their own. Patient's daughter came in and said to turn it off and see what it would do and once they turned it off all the pain went away.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.